Event description:
Customer claims that while attempting to move pt from cot to a wheel chair, one side of cot folded. An emt attempted to prevent the fold by reaching under the cot which resulted in the emt breaking their arm.